Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the damaged handle could be confirmed. Based on the investigation, the root cause missing screws was attributed to a user related issue. The visual inspection showed that the screws for fixation of the components are missing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported by our loaner dept. That during routine inspection while receiving the device it was noticed that it was damaged.

Event description:
It was reported by our loaner dept. That during routine inspection while receiving the device it was noticed that it was damaged.